Event description:
An endovenous laser procedure was performed with no reported complications. Upon a follow-up venous doppler examination, a deep vein thrombosis (dvt) that extended into the epigastric vein was observed. The patient's dosage of lovenox was increased in response to the dvt. No further complications were reported.

Manufacturer narrative:
The return of the explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should the device be received, qa will file an addendum to this report if required.